Event description:
Analysis of the returned device revealed the stent had partially deployed through the tip of the microcatheter and that the microcatheter had separated. There was no consequence or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device discovered that the microdelivery catheter was stretched on its proximal shaft under the strain relief as well as the outer tubing. Due to the stretching the proximal shaft outer tubing had also separated, however the inner braided tubing was intact. Some blood was observed in the microdelivery catheter and the stabilizer was returned in the microdelivery catheter. The stent was noted to be partially protruding through the microdelivery catheter distal end. The stabilizer was jammed in the microdelivery catheter and kinked on its proximal shaft. During an attempt to remove the stabilizer from the microcatheter, the stabilizer separated at its proximal junction. No other anomalies were observed. Based on analysis of the device and the available information there is no indication of misuse, user error or mishandling which could have caused or contributed to the reported issue. There is no information to suggest product nonconformance or a tortuous anatomy leading to operation issues. Therefore the cause of the event was unable to be determined.